Event description:
It was reported that a person using the ilet experienced hyperglycemia after breakfast, with a fingerstick blood glucose of 302 mg/dl and a sensor reading of 278 mg/dl despite a meal announcement and sensor calibration, and was guided through a site-only change. Symptoms included thirst and alternating sensations of feeling hot and cold. Outcomes included elevated glucose requiring troubleshooting but no hospitalization. Investigation included user troubleshooting and education focused on infusion site management and device use. Investigation of this case revealed no confirmed device malfunction, with findings consistent with hyperglycemia of unclear cause and a potential infusion site or absorption issue not verified. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.